Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were "low"-250 mg/dl, and the meter bg readings were 109-134 mg/dl. Reportedly, the customer delivered a bolus based off the inaccurate reading of 250 mg/dl. As a result, the customer experienced a low bg of 25 mg/dl. Sugary foods were consumed to treat low bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.